Event description:
Sorin group (B)(4) received a report that the pumps of the stockert s3 system alarmed several times and did not function properly during a procedure. The clinician was able to resume the pump functionality until the third dose of cardioplegia when all bumps shut down and displayed a "no communication error." The perfusionist power cycled the system and all pumps regained operation. The case was completed and there was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.